Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Hypotension is listed in the product instruction for use (IFU) as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that one day post xact stent implantation in the left internal carotid artery, the patient experienced severe right groin pain at the insertion site and hypotension. The patient was treated with a dopamine infusion and IV fluids. The hypotension resolved the following day. The CT scan showed expansion of groin and thigh hematoma. The patient underwent surgical repair for a right femoral pseudoaneurysm and developed post operative complications. The patient's condition improved and she was discharged home sixteen days after the procedure. There was no adverse patient sequela. Although requested, there was no additional information provided.